Event description:
On 07/27/2025, the user reported that the ilet bionic pancreas screen was not responding to the wake button. After charging the device, the wake button functioned normally. The user requested assistance pairing a dexcom g6 sensor. During the pairing process, the user¿s blood glucose (bg) was 400 mg/dl. Follow-up attempts over the next two days indicated that the user¿s bg later decreased to 172 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.